Event description:
The pt had 3 lead revisions since implant. No pt symptoms were reported. The devices involved and the type of revision surgery was not reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available. Refer to MFR report #3004209178200803215 and 3004209178200808450.